Event description:
Customer reported an issue with the connection of a cord to a mobi charging pad. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.